Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, depression and fibromyalgia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neurogenic bladder ("neurogenic bladder"), uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removed/laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neurogenic bladder, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, neurogenic bladder, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: the uterus is anteverted, regular and normal in size. Linear areas of high echogenicity representing the essure device coils are well positioned in the uterine cornu into the fallopian tube bilaterally. The endometrial layer measures 7,2 mm in the ap diameter, the right and left ovaries are normal in size and appearance. No fluid is seen in the culde- sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, uterine haemorrhage, neurogenic bladder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patients details, lab data, auto-narrative supplement, other relevant history, device information details added and event: "medical device removal" updated to" pelvic pain". Events abnormal uterine bleeding, dyspareunia, neurogenic bladder were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Case become serious incident, essure device was removed, event added as medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.